Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the infusion set has leaked insulin after bolus delivery and this has resulted in elevated blood glucose. No adverse event was reported. The alleged product was requested for evaluation.